Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap and a cracked case near display window corners were noted during the visual inspection. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No number ramping anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had a blood glucose reading of 490 mg/dl. Customer tried to push buttons on her insulin pump but it was scrolling all over the place. Customer removed the battery and received a button error alarm. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.